Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, including a high around 300 mg/dl followed by a low around 50 mg/dl, after late-night pizza and cookies. The user treated lows with cookies and chocolate, occasionally paused the pump for sleep/charging and when trending low. The user was advised not to pause and to consult a clinician for adjustable targets. Symptoms included hypoglycemia and hyperglycemia without reported clinical signs. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions and improper or incorrect method, contributing to both hypo- and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.